Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the occurrence cause of (no image) could not be specified. Therefore, no definitive root cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was no image on the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during preparation for use and there was no patient involved.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a noise image occurred due to damage on the electrical connector, charged coupled device-flexible printed circuit had corrosion due to water leakage, distal end was shaved, bending angle in up direction does not meet the standard value due to wear of angle wire, and bending section cover rubber adhesive deterioration and separation on the thread-wound sections. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.